Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Smart pass had previously been disabled due to changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was seen for product testing. The sensing vectors of the s-ICD were checked and only alternate (which was its current programmed vector) passed. The therapy rate was increased, and smart charge was also increased. Additionally, chest x-rays were performed and confirmed the system position was unchanged from implantation and no abnormalities were observed. An exercise stress test was carried out, and the system was able to properly detect the patient's qrs complex without any t-wave oversensing. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Smart pass had previously been disabled due to changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Smart pass had previously been disabled due to changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was seen for product testing. The sensing vectors of the s-ICD were checked and only alternate (which was its current programmed vector) passed. The therapy rate was increased, and smart charge was also increased. Additionally, chest x-rays were performed and confirmed the system position was unchanged from implantation and no abnormalities were observed. An exercise stress test was carried out, and the system was able to properly detect the patient's qrs complex without any t-wave oversensing. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Inappropriate shocks are a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: inappropriate shocks are a known inherent risk of the use of this product, and this is documented in the labeling.